Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21dec2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported an alarm light emitting diode (led) failure. There was no patient involvement.

Manufacturer narrative:
The customer spoke with a remote service engineer (rse), and quotes for parts were provided. No response was received after multiple attempts were made to follow up with the customer.